Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as skin breakdown under the chest and the electrodes with some open wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone for the skin irritation. Follow up indicated that the skin irritation improved.